Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with cracked display window corners, a cracked display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The customer's blood glucose was 254 mg/dl, which was treated with the insulin pump. The customer does not use the sensor feature. They were able to rewind the insulin pump. It was also reported that the device had a crack on the top right hand corner of the screen. The damage was caused during playing sports. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.